Manufacturer narrative:
Corrected data: additional information was received after the initial emdr was submitted, confirming no patient contact with the iol. Additionally, account changed the initially reported lens damage to not applicable. Therefore, the event is no longer considered reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: patient weight and ethnicity and race: unknown as information was not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was defective, a different lens was needed, a vitrectomy was performed, and there was patient contact. Another johnson & johnson lens was implanted as a replacement that was not the same model and diopter size. The reported issue was not due to use error. No further information is available.